Manufacturer narrative:
As stated by the instructions for use, the device can be damaged by infiltration of liquid and for this reason it must be avoided to: - use the device while having a bath, a shower, etc; - immerse the pump in detergent solutions or in water; - infiltrations of liquid inside the pump. In this case the penetration of liquid/drug caused a momentary fault, with formation of short circuit and error signaled by the pump until the penetrated liquid dried up. The pump underwent the regular maintenance service, with the cleaning of the traces of oxidation on the electronic parts. Device evaluated, repaired and returned to the distributor/user. No patient involvement.

Event description:
The customer reported "alarm and no display".